Event description:
It was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2017. Subsequently. Patient presented with recurrent dislocation requiring surgical intervention. Original femoral head and poly liner were removed without incident. Trial liners and heads were used to ascertain stability. Once achieved, the implants were selected and implanted without any issues. The acetabular screws were opened to assist in removing the liner but were not needed and discarded.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 6 complaints reported with the item 650-0661(including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. The supplied photograph shows that the black on the head is likely to be the head articulating on a metal surface caused by dislocation but they do not yield any information that could identify the cause. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded/location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2017. Subsequently, . Patient presented with recurrent dislocation requiring surgical intervention. Original femoral head and poly liner were removed without incident. Trial liners and heads were used to ascertain stability. Once achieved, the implants were selected and implanted without any issues. The acetabular screws were opened to assist in removing the liner but were not needed and discarded.